Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (doc-0101337, rev r). Engineering evaluation summary: the complaint for "post-procedural - pvl" was unable to be confirmed as there was no product returned for evaluation and no relevant imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Therefore, no further escalation (CAPA/scar/pra) is required. In this case, the patient had a CABG performed due to the coronary obstruction following the implant of 23mm inspiris valve. After implantation, there was obstruction of the coronaries due to the low takeoff of the coronaries. Due to the coronary button openings being lower, the valve stents interfered with the anatomy, causing obstruction. Based on the information available, patient factors [low takeoff of coronaries] contributed to the reported event.

Event description:
It was learned that an unplanned CABG was performed due to coronary obstruction following the implant of a 23mm 11500a aortic valve. Patient was in recovery and discharged on pod#7.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.